Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that due to expired life expectancy of printed circuit board (cr), the supply pressure sensor does not work properly. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the high flow insufflation unit exhibited that due to expired life expectancy of printed circuit board (cr board), the supply pressure sensor does not work properly. There were no reports of patient involvement.